Manufacturer narrative:
The customer received parts ID. Due to the lack of additional information, it is unknown if any parts or repair has been conducted. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Date of report: 17sep2021.

Event description:
The customer reported the device showing an error: alarm light emitting diode (led) failed. The device was in use. The unit was swapped out, there was no patient or user harm reported. The customer confirmed diagnostic error code "alarm led failed". The remote service engineer (rse) advised replacement of the power switch overly. The customer is taking responsibility to correct/repair the device. Other information is pending.